Event description:
The customer reported that there was no display on both monitors. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor power supply was replaced. The system was then found to be operating as intended.